Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed the keypad button symbols were observed to be worn but the keypad rubber was found to be intact. Evaluation revealed that all keypad buttons were intermittently unresponsive and required excessive force to elicit a response. There was evidence of keypad contamination found under all key contacts. The contrast, down arrow and ok keypad buttons did not have normal spring back or click.